Event description:
The implantable neurostimulator was explanted because of a possible allergic reaction at the lead introduction site. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4) - allergic reaction.